Manufacturer narrative:
Analysis of neurostimulator model 37702, serial # (B)(4) showed no significant anomalies and was at normal end-of-life (eol). Analysis of the lead model 3778-60, serial #unknown showed no anomalies. Analysis of the anchor model 3550-39 serial #unknown showed the outer segment had separated and was torn.

Event description:
It was reported that both the leads of the patient¿s implantable neurostimulator (ins) had migrated and that the anchor had broken. The patient noted that the ins system never really worked well and did not use it much. A lead revision was then performed where one of the leads was reused and the other lead (along with the broken anchor) was removed. The ins was also replaced during the procedure. Following the revision/replacement procedure the patient was doing well and ¿loving¿ their stimulation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2014, product type: lead; product ID 3550-39, serial# unknown, explanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.